Event description:
It is reported that an air ingress issue occurred. During a paroxysmal atrial fibrillation procedure, a faradrive steerable sheath was selected. During insertion, access to the left atrium via a non-boston scientific transeptal sheath was performed. Then changing to the faradrive, after removing the dilatator, air was seen in the sheath. For this reason, the device was replaced and the procedure was completed successfully. No patient complications were reported.